Event description:
It was reported that the sys 7 high speed precision saw allegedly ran on its own during testing or set up at the user facility due to a sticky trigger. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the sys 7 high speed precision saw allegedly ran on its own during testing or set up at the user facility due to a sticky trigger. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported sticky trigger causing run on was duplicated by a manufacturing service technician through functional evaluation. Upon disassembly per visual inspection, corrosion was found within the device which can lead to the reported event.